Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2023-07-10. The rep reported that the pt was sent a new recharger. Pt stated that recharging was better. In regard to other issues mentioned, it was unknown if pt will discuss their other options with their healthcare provider.

Event description:
Additional information was received from the patient. It was reported that the patient said the reason they had the last surgery was because the implant wasn't working and mdt took action late. Pt stated they have stretchy connective issues and they are unsure if that has led the implant to move. Additional information was received from the manufacturer representative (rep). It was reported that the cause of the implant not working was the pt reported losing significant amount of weight (unk amount), soon after that pt said she started to have recharging and connectivity issues. Md and pt decided to replace ins and do pocket revision. Rep unsure what pt means by "stretchy connective issues" the patient now has a non-rechargeable ins. The previous rechargeable ins was discarded by the facility. There was no indication that there were issues with her previous ins.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient on 2023-05-17 who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The patient mentioned they had issues with the controller connecting to the implant and charging the implant: controller would say 97 to 100 and once it got up to 100 then it would start recharging the implant. Agent understood patient to be speaking about passive recharge screen and reviewed information. Patient stated they could feel the stimulation when they are on the 97-100 screen but once they start charging normally they would see stimulation off. Patient also mentioned their implant battery feels like it's depleting faster than usual and that sometimes they have to charge within 2 days and sometimes 4 days without even changing groups or stimulation. Agent referred patient back to their hcp and mdt rep to inspect implant. Patient stated they have an appointment with their hcp on (B)(6) 2023 and at the moment, they were charging fine and feeling fine. Additional information was received from the patient (pt) on 2023-06-15. The pt reported that they noted they had issues with the ins depleting and that they had lost 72 pounds of weight. The pt did not feel like the situation was not taken care of fully for they had issues connecting. Pt noted they had got a new battery and paddle but was still having issues. Pt noted the medtronic device had shocked them one time and had all types of issues. Pt said there was nothing resolved and don't know the outcome for they don't know what's going on. The pt had spoken to their hcp and medtronic rep. Additional information was received from a manufacturer representative on 2023-06-23. The rep said they met with the patient yesterday and the patient was still having difficulty with recharging. Rep felt the implant site wasn't the issue, that implant was laying flat. Technical services (ts) suggested trying rep's controller with patient's recharger to see if the system error message is resolved or doesn't come up again, in which case replacement of the controller is appropriate. Ts also reviewed the recharger exchange program with rep. Rep to meet with patient again for troubleshooting.